Manufacturer narrative:
Concomitant medical product: addrs1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and high threshold. The lead was reprogrammed and remains in use no patient complications have been reported as a result of this event.